Event description:
The company was informed that after initial implantation, the pt fell and hit his implant site causing his incision site to open. The pt required add'l sutures to close the incision site. At the time of activation, the pt's sutures were removed.